Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture on the distal end and revealed that the coil winds were unraveled. If the device is retracted against resistance, damage such as this this may occur. Further evaluation revealed an ovalization on the distal fractured segment. The root cause of this damage could not be determined; however, this damage may have contributed to resistance while advancing the stent through the catheter during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the c2 segment of the carotid artery using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician used the support catheter to guide the neuron max to the target location. Subsequently, the physician advanced a stent. During release of the stent, the physician visualized under fluoroscopy that the neuron max was fractured around the distal end. Therefore, the neuron max was removed. The procedure was completed using a new neuron max, a new catheter, and the same stent. There was no report of an adverse effect to the patient.